Event description:
Report received from (B)(6) stating "incoming order failed distributor's inspection." The device was not being during surgery. No injury or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "incoming order failed distributor's inspection" could not be confirmed. The device passed all tests and no problems were observed. If additional information becomes available, a supplemental report will be submitted. (B)(4) .